Event description:
This has occurred in several locations in hosp. The device(s) may have caused or contributed to: potential for pt harm [indicates voluntary report]. Device malfunction - that is, the device did not do what it was supposed to do device failed (e.g broke, couldn't get it to work or stopped working). Was someone directly "operating" the device at the time of the event? Not known. Were there other devices being used on the pt at the time of the event that may have caused or contributed to the event? Na. Were there other therapies being used on the pt at the time of the event that may have caused or contributed to the event? Not applicable. On three occasions over a two month period IV fluid leaks occurred at the same location on pt tubing sets. The leaks were all just distal to the point where the tubing enters the pump, within the pump. In each case the defects were noted when fluids were observed to be leaking from the infusion pump door. Intended procedure: infusion of fluids and pharmaceuticals. In one instance chemotherapy was being provided. Packaging saved: no. Returned to the MFR by mail. The MFR has provided written summaries of their three associated leaky sets investigations. Can this info be made available to the public? Yes. Do you intent to return the device to the MFR in the near future? No. Pt counseling provided: unk. (B)(6).